Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that a call was received from the physician with an image of telemetry showing a pause lasting three seconds due to oversensing. Possible safety mode was suspected. The patient was given medication to mitigate the pauses seen, and after interrogating this device it was confirmed that safety mode was triggered. It was noted that the patient experienced syncope as a result of the pauses in pacing. The patient will continue to be monitored until a device replacement is scheduled.